Event description:
Patient was revised to address poly wear and cup position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Poor cup positioning can also be a factor in increased material wear. Both provided product codes are considered discontinued. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.